Event description:
As reported by the equinoxe shoulder study, approximately 2 year(s) and 6 month(s) post implantation of left revised tsa, the patient presented with aseptic glenoid loosening. Despite CT, bone scan, dce surgery, patient has described current situation as "severe pain" in left shoulder. Patient is unable to use left shoulder for basic adls. States any motion causes pain. Pain is sharp, not improving and present at rest but more severe w/ motion. Pain not associated w/ tingling, numbness or weakness. The patient underwent a standard reverse revision followed by an abx spacer 2 months later, and the event is considered resolved. The clinical report indicates that the event is possibly related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated. Previous revision submitted under 1038671-2024-01814.

Manufacturer narrative:
Pending investigation. D10: 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6). 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). 13a2111 - cemex system fast genta 40g: (B)(6). 652-00-05 - optecure with ccc - 5cc: (B)(6). Asa0030 - sterile disposable containers: (B)(6). Sps0021k - interspace shoulder kit 46mm: (B)(6).